Event description:
It was reported occlusion alarms occurred and have continued for the past ten days. The customer's blood glucose level was displayed as "high" and reached 504 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer changed supplies and resumed insulin therapy. Customer also reported not using an insulin filled syringe to complete the air removal step of the load procedure.

Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high" and reached 504 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary. Customer also reported not using an insulin filled syringe to complete the air removal step of the load procedure.

Manufacturer narrative:
The customer followed up with tandem regarding the issue. Due to ongoing occlusions the pump was replaced